Event description:
It was reported that the implantable neurostimulator (ins) had moved from the middle of the patient¿s chest to the armpit. It was causing a burning sensation and shocked the patient on the day prior to the date of this report so they had gone to the hospital. The issue had begun about a month prior to the date of this report. The shock on the day prior to the date of this report had caused a sharp shooting pain in the patient¿s arm which caused her to yell. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# va0g0m4, implanted: (B)(6) 2014, product type lead; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot# va0au0j, implanted: (B)(6) 2013, product type lead; product ID 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).